Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that foreign matter was found on a 22 g x 1 in. (1.3 mm x 30 mm) bd insyte¿ autoguard¿ bc shielded IV catheter. This was observed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
Received one unused iag/bc 22ga unit in an opened package from the lot number 7157557. Upon visual/microscopic examination, no foreign/non foreign material, particulate loose or embedded was observed anywhere on the catheter. A per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for foreign/non foreign material, particulate loose or embedded were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. The defect of foreign matter, as stated in the pir, was not confirmed with the returned unit provided for this incident. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned unit.